Event description:
I started using fixodent and super polygrip in 2006 until current. While using the adhesive creams, I began experiencing numbness, tingling, and pain in my extremities. In (B)(6) 2010, I was diagnosed with neuropathy. Blood test taken have shown high levels of zinc. My neuropathy is permanent and requires continued medical care. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B)(6) 2006 to current. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.